Event description:
Patient presented back to the physician with the stimulation lead body eroded at the neck incision site. Physician brought the patient into the or and removed the entire inspire system.

Event description:
Patient presented to the physician with the stimulation lead body eroded at the neck incision. Physician prescribed antibiotics. Physician brought the patient into the or eight days later, tucked the stimulation lead, flushed the neck incision pocket, and closed.